Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the ICU has been experiencing adhesion issue with the dressing. It was stated, ¿the cl dressing issue has been identified with our clabsi work. The location of the cl in the neck is believed to be the major driver for the issue.¿